Event description:
Additional information reported that ultimately, the patient never recovered from the perioperative cerebral hemorrhagic event and on (B)(6) 2023. The patient passed away in the intensive care unit (ICU). It was noted that they had a degenerative muscle disease and was considered high risk prior to receiving their implant. The device had operated as expected.

Manufacturer narrative:
Section b5: patient death was previously reported under manufacturer report number 2916596-2023-08212. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was at high risk due to a degenerative muscle disease and required extracorporeal membrane oxygenation (ECMO) treatment before implant. During the heartmate 3 implant, the patient experienced one dilated pupil which raised concerns of a perioperative cerebrovascular accident. A computed tomography scan was performed which confirmed an embolic stroke. A thrombectomy was performed directly after the implant procedure. The patient was then transferred to the intensive care unit for further neurological evaluations and was weak on their right side. It was suspected that the patient may have had a mitral valve clot prior to pump implant which mobilized to the patient¿s brain. The pump was reported to be working as expected and there were no changes to pump parameters. Per additional information, the patient never recovered from the perioperative cerebral hemorrhagic event, and on (B)(6) 2023, the patient passed away in the intensive care unit (ICU). The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including stroke, bleeding, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had one dilated pupil during implant which raised concerns. The patient was placed in the intensive care unit for further neurological evaluations and was weak on the right side. It was thought that the patient may have had a thrombus prior to the pump implant which mobilized to the brain. This was known to be high risk for patients treated with extracorporeal membrane oxygenation (ECMO) prior to the pump implant. The pump worked as expected and there were no changes to the pump parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered a perioperative cerebrovascular accident (cva). A computed tomography (CT) confirmed an embolic stroke. A thrombectomy was performed directly after the implant procedure and a mitral valve clot was suspected.